Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)displaying no pressure reading and message "fiber optic sensor fault". The iabp was taken out of service. There was no patient harm or adverse event reported. This reports for the iabp used in this event. The iab catheter is reported separately under mfg report 2248146-2024-00100.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the iabp will not be repaired. The device will no longer be used clinically, only to test batteries and will be labeled "not for clinical use!¿. Evaluation not requested by complaintant

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)displaying no pressure reading and message "fiber optic sensor fault". This reports for the iabp used in this event. The iab catheter is being reported separately.